Manufacturer narrative:
This supplemental report was sent to update the MFR report number. Supplemental 33001679046-2017-00001-1 was submitted under the incorrect report number.

Manufacturer narrative:
A re-ostectomy procedure was performed on (B)(6) 2016. The nail is scheduled to be removed on (B)(6) 2016. To date, the patient is doing fine and no negative outcomes were reported. The device has not been returned; therefore, no evaluation has been conducted. A DHR review revealed that the device met all of the required quality inspections and was released within specifications.

Event description:
A distributor reported that a patient's precice nail does not appear to be lengthening after approximately two (2) months of implantation. The surgeon alleged that the nail did not appear to have lengthened or achieved expected target length.